Event description:
Customer reported the system displayed a filament regulator error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Customer made fse aware of facility power problems. Fse performed filament calibration and found it to be intolerance. Found ma null to be out of tolerance and adjusted it. System operates as intended.